Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) exhibited oversensing and high pacing impedance measurement greater then 2000 ohms due to lead body damage. Subsequently, the lead was explanted through laser lead extraction and the patient was treated with antibiotics. No additional adverse patient effects were reported.